Manufacturer narrative:
G4: 23dec2019. B4: (B)(6) 2020. Resolution information was obtained. There was no patient involvement. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the touchscreen to resolve the reported issue. After this repair, the unit was tested for functionality and the touchscreen was calibrated. There is a relationship of the device to the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01/02/2020.

Event description:
The customer reported touchscreen is off. The device was not in clinical use at the time the issue was discovered, therefore, there was no patient or user harm reported.